Event description:
Upon review of programming history for this patient, it was found that the patient came into the office on (B) (6)2009 with settings indicative of an interrupted system diagnostic test. Settings were changed back to intended settings on that date. The cause of the settings change is likely an interrupted system diagnostic test prior to the visit, but it is unk when this occurred.

Manufacturer narrative:
Analysis of programming history.